Event description:
It was reported that during a follow up in clinic, r-wave amplitude variation and noise resulting in oversensing were noted on the right ventricular (rv) lead. Provacative testing was performed and the noise was able to be reproduced. Fluoroscopic imaging was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.